Event description:
It was reported by the patient that the patient had "sharp pain through the device and went down through my big toe" on two occasions. It was also reported that the battery voltage decreased from 2.83 to 2.66 volts within a three month time period. Patient noted that the device was interrogated and no issues were detected. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.